Event description:
It was reported that the patient presented to the emergency room after fainting in the shower. The pulse generator had surpassed end of life but the patient had been noncompliant with follow-ups. The lead exhibited low impedance and intermittent capture. Attempts to replace the lead were unsuccessful due to the patients anatomy. The lead was successfully capped on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.